Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reportedby critical care nurses in an online survey that a nurse stated that an adverse event was experienced as a result of the chair session, this being tremor or shivering while using arctic sun 5000 with pads medium (m). Additionally, a nurse stated that the patient experienced other associated adverse events, patient over-cooling, patient shivering. While using arctic sun 5000 with pads medium (m).